Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that the ventilator measured higher peep (positive end expiratory pressure) than set, which could trigger a high peep alarm, and that it displayed a patient circuit disconnect alarm. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it measuring higher peep (positive end expiratory pressure) than set and displaying a patient circuit disconnect alarm was confirmed. Ventec replaced the control board and internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the control board and ift.